Event description:
A pt with pseudoexfoliation syndrome (pex) caused by de-compensated intraocular pressure in the left eye, in presence of a known secondary open-angle glaucoma. Pt underwent cataract surgery with intraocular lens (iol) implantation in the past and yag-capsulotomy was carried out later. On a not specified date, iol subluxation towards the interior was detected biomicroscopically, which caused no subjective visual acuity reduction or other symptoms. Uncomplicated lens replacement was carried out. Postoperative visual acuity was 0.7 and intraocular pressure values were stabilized with cosopt and xalatan. Cataract surgery in right eye was carried out a year earlier and a month before that, yaf-capsultomoy was performed. In this eye iol was centric in the bag and intraocular pressure valves were stable. The case was considered serious/intervention required.